Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the structural balloon portion during a laparoscopic procedure, when attempting to insert through incision to reach preperitoneal space, the bulkier sheath wraps design made it more difficult to insert through the same size incision. They used another device to complete the case. There was no patient injury.